Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that multiple difference error codes were observed. A defective instrument drive unit (idu) to z-slide connection was identified. The cables on the beam mount were checked and no issues were noted. The idu was reseated on the arm cart assembly, but the error still occurred. A new idu was installed on the arm cart, but the arm cart triggered further issues and did not boot up properly. The z-slide was then replaced, which resolved the issue. Evaluation of the logs indicated that the arm cart assembly had a non-recoverable ethercat failure due to interface issues at robotic arm joint 5 and the idu interface, which triggered a failure code for 'linked to ethercat master slave absent'. The issues persisted through restart. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, the arm triggered a non-recoverable error. The error stated to disconnect and reconnect the arm to resolve the issue. The arm was restarted but failed calibration and threw another non-recoverable error. The arm was restarted again, but the issue recurred a third time. At this point, the surgeon decided to complete the surgery with three arms and remove this arm from use. This resulted in a delay of approximately 12 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, the arm triggered a non-recoverable error. The error stated to disconnect and reconnect the arm to resolve the issue. The arm was restarted but failed calibration and threw another non-recoverable error. The arm was restarted again, but the issue recurred a third time. At this point, the surgeon decided to complete the surgery with three arms and remove this arm from use. This resulted in a delay of approximately 12 minutes. There was no patient injury.